Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the cuff of the device could not be deflated completely and there was 10cc left. The patient was alive and there was no any patient symptoms. The cuff was not deflating and it was discovered after the thyroidectomy surgery. A back-up device was not needed. On extubation, the distal balloon still contain air (10cc) after emptying. The extubation of the system was more difficult. There was a potential risk of injury or obstruction during extubation, but there was no patient consequence in this case.

Manufacturer narrative:
It was reported that the initial event date ((B)(6) 2018) was incorrect. An email was received and reported that the correct event date was (B)(6) 2018. Analysis found that although the customer indicated the cuff was not deflating, to determine there was 10cc left in the cuff it would have had to been deflated. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. A syringe was used to deflate the cuff completely, 8cc of air was left in the cuff. A syringe was attached, the cuff was inflated with 15cc of air, disconnected, reconnected, and 15cc was removed. This process was repeated 10 times with no issue. (B)(4).